Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00575. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that post insertion of the mesh, the patient experienced pain, infection, recurrence, vaginal discharge and urinary/bowel problems. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-00575. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying, urinary tract infection and burning with urination.